Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to use of bd bactec¿ mgit¿ 960 supplement kit, there was contamination of two panta bottles. No patient impact reported. The following information was provided by the initial reporter: "contamination of two panta bottles in the mgit supplement kit. The batch of bottles 3054035 and the batch of kit 3054127. "

Event description:
It was reported that prior to use of bd bactec¿ mgit¿ 960 supplement kit, there was contamination of two panta bottles. No patient impact reported. The following information was provided by the initial reporter: "contamination of two panta bottles in the mgit supplement kit. The batch of bottles 3054035 and the batch of kit 3054127. "

Manufacturer narrative:
H.6 investigation summary mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). The components of kit batch 3054127 were reviewed and all batch history records were satisfactory at time of release per internal procedures. Performance of each kit component was satisfactory per procedures. The complaint history was reviewed, and no other complaints have been taken on batch 3054127. Retention samples were inspected for supplement batch 3054104 (7 vials) and panta batch 3054035 (10 vials) and no media defects were observed in any of these retention samples inspected. For further investigation, two panta vials were reconstituted with two supplement vials. One panta reconstituted with supplement (the remaining supplement in the supplement vials was also incubated) was placed into the 33-37-degree celsius incubator; and one panta reconstituted with supplement (the remaining supplement in the supplement vials was also incubated). At the end of a 14-day incubation period there was no microbial growth observed in 4/4 incubated retention vials. Four photos were received to assist with the investigation: two photos show an uncrimped capped reconstituted panta vial (the stopper is still in the vial) from batch 3054035. There does appear to be possible fungal/mold contamination in the vial. Two photos show two media plates with fungal/mold growth on both media plates. No returns were received to assist with the investigation. This complaint can be confirmed based on the evidence from the photos received. No complaint trends for this defect have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination issues.